Event description:
The device was used during a bowel resection procedure. Reportedly, the staples were missing and bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.